Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. It was noted that the guidewire was stuck inside the lead. The lead was removed from the body and the guidewire was able to be removed from the lead, which when flushed was noted to have a tear in the insulation. The physician suspected some procedural damage but was unsure. The lead was exchanged and the case completed without issue. The patient was stable.